Manufacturer narrative:
Concomitant medical products: product ID: unknown endo gi - unknown endo gia instrument. Title: quantitative perfusion assessment of gastric conduit with indocyanine green dye to predict anastomotic leak after esophagectomy source: diseases of the esophagus (2022), 35, 1¿9 / https://doi.org/10.1093/dote/doab079. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study evaluated the feasibility of intraoperative quantitative assessment of gastric conduit perfusion with indocyanine green fluorescence angiography as a predictor for occurrence of cervical esophagogastric anastomotic leak in patients who underwent esophagectomy and reconstruction between july 2015 and december 2020. A side-to-side anastomosis was performed with an endo gia 30mm. In all 304 patients, assessment of the gastric conduit with indocyanine green dye was performed. Gastric conduit perfusion is a critical factor that when impaired will lead to a postoperative anastomotic leak. Postoperative complications included anastomotic leak in 70 patients. 7 patients developed minor leak, 38 developed moderate leak, and 25 developed severe leak, respectively. No interventions were reported.